Event description:
The defibrillation system was implanted on (B)(6) 2021. After an atrial lead dislodgement, the patient had a reintervention on (B)(6) 2021 and a new atrial lead was implanted. The patient had a pocket infection on (B)(6) 2021 and the system was explanted on (B)(6) 2021. Preliminary analysis revealed that the device was sterilized and released according to applicable standard operating procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.

Event description:
The defibrillation system was implanted on (B)(6) 2021. After an atrial lead dislodgement, the patient had a reintervention on (B)(6) 2021 and a new atrial lead was implanted. The patient had a pocket infection on (B)(6) 2021 and the system was explanted on (B)(6) 2021. Preliminary analysis revealed that the device was sterilized and released according to applicable standard operating procedures.